Event description:
Hologic novasure impedance controlled endometrial ablation device handpiece in place and enabled, however once we would start the procedure and engage the handpiece, the machine would turn off. We switched out the machines and the same thing happen a second time. Once we opened a new handpiece, we were able to complete the procedure.